Event description:
It was reported there is noise on atrial channel of analyzer. The analyzer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the analyzer. This analysis found that the cause of the reported event was barrel contact damage to the hypertonic connector end of the input cable assembly.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; analyzer found out of electrical specification and the analyzer patient cable connector pins found damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.